Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve gastectomy procedure, the port and trocar both bent to an nearly (B)(6) degrees on insertion. To complete the procedure, another port was opened and used. No harm was caused to the patient. The product is expected to be returned for evaluation.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one label for a device. The event report alleges the product was used in a surgical procedure. The visual inspection noted that the label only was received. Pmv could not perform functional testing because no device was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.